Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they had noticed the screws on the band holding the two sides of the controller together were stripped a couple months ago. Pt then said starting a couple weeks ago the controller started glitching: patient said sometimes the controller would show the controller battery full, then would say the battery was dead, but the controller and implant would still go for a long time. Pt also said yesterday they had the controller plugged in all night, but in the morning the controller battery was empty. Pt also said they felt the stimulation turn on sometime during the day yesterday and then a few hours later stimulation was off again, but yesterday was the only day they noticed that. An email was sent to the repair department to replace the device. Pt said they did not have a doctor